Event description:
Per the audiologist's report, this pt experienced pain and a "burning sensation" over the implant site. She also complained of dizziness, nausea, and vomitting. All of these symptoms were present with, and without the device being stimulated. A CT scan showed normal device placement, allergy testing was negative, and there was no apparent infection. Integrity testing in 2006, ruled out any device malfunction. The surgeon explanted the device the following month. A reimplant is possible in the future.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.